Event description:
It was reported to philips that "plug has broken off on the unit." It was clarified that the etco2 port was pushed in. There was no negative pt impact.

Manufacturer narrative:
(B)(4).